Event description:
The dental implant fx6010swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 3 months after implantation. The doctor noted peri-implantitis during surgery. The patient has no significant medical history. The patient required another surgical intervention.